Event description:
It was reported by the patient that it felt like they were shocked by their implantable pulse generator (ipg). The second time they felt a shocking or a stinging sensation during an echocardiogram. The patient had the device checked recently but has felt symptoms since then. No action has been taken and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).